Event description:
It was reported that the lead showed several episodes of noise. The extracted lead showed externalized conductors via fluoroscopy.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.